Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent act button response due to corroded keypad traces. The insulin pump has cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Event description:
Customer reported a button error on her insulin pump. The buttons got stuck and she changed out the battery, but the issue persists. Customer's blood glucose is 320 mg/dl. She stated she may have fallen out of the bed a few times. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.